Event description:
It was reported that during a rfa procedure, the probe could not be inserted into the needle after the needle was inserted into the patient. The needle was replaced, however, the issue persisted. As such, the procedure was abandoned.

Manufacturer narrative:
Date of event is estimated. Reporter fax number: (B)(6). Reporter fax number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
Corrected data: b3 - date of event.